Event description:
Based upon add'l info rec'd on (B)(4) 2014 from the physician, the case became medically confirmed as the info was provided by the physician. This unsolicited device case was rec'd from united stated on (B)(4) 2014 from a non-healthcare professional (an office staff member. This case concerns a (B)(6) female patient who experienced swelling in both knees, pain in both knees and also developed knee effusion after receiving treatment with synvisc one. It was reported that c-reactive protein was mildly increased. Past drugs included synvisc one injection in one knee at a time with no complications. The patient was reported to have possible chicken allergy and bee sting allergy. The patient's medical history was significant for bilateral degenerative joint disease. Concomitant medications included ethinylestradiol/norgestimate (tri-sprintec) for birth control. No concurrent conditions were reported. On (B)(6) 2013, the patient initiated rec'd synvisc one injection, at a dose of 06 ml, once, (route: unknown, batch/lot: r1305 and expiration date: april 30, 2016) into both knees for osteoarthritis. On (B)(6) 2013 (after unknown latency), the patient experienced swelling and pain in both knees. Later, on(B)(6) 2014, the patient visited physician's office complaining of swelling and pain in knees and the physician checked her c-reactive protein level (at 16 (elevated); units not provided), complete blood count, erythrocyte sedimentation rate and uric acid which were all within normal ranges. The doctor have patient ibuprofen, naproxen sodium (aleve); and recommended ice application and elevation. A few days later, on an unspecified date in (B)(6) 2014 ((B)(6)), the patient went to the emergency room. On an unknown date (after an unknown latency), the patient developed knee effusion also. On (B)(6) 2014, her c-reactive protein was found to be mildly elevated at 24.5 (units not provided). The same day, physician aspirated an unknown amount of fluid from an unspecified knee to check for infection and the patient continued with methylprednisolone (medrol dosepak). Aspirated synovial fluid was sent to pathology which returned with negative results (normal). It was reported that the orthopedist thought she might have developed chicken allergy. The patient was started on tramadol hydrochloride (ultram) for pain and she was recommended nothing with any chicken or egg products. It was reported that the patient was sent to orthopedist for consultation. Corrective treatment: methylprednisolone (required intervention), tramadol hydrochloride, ibuprofen, naproxen sodium; recommended ice application and elevation. Outcome: unknown for all the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot #r1305, with expiration date 2016-04 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #r1305, with expiration date 2016-04 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot #r1305, no CAPA is required. Reporter causality: per the reporting physician, the events of swelling in both the knees and pain in both the knees were not related to synvisc one. Add'l info was rec'd on (B)(4) 2014. Ptc investigation report was added. Add'l info was rec'd on (B)(4) 2014 from a physician. The case was medically confirmed. The patient's demographics, allergic history, medical history and concomitant medication was added. The start date for the events of swelling in both knees and pain in both knees were added. The laboratory details were updated. Clinical course of patient was updated. The reporter causality for the same events of pain in both the knees and swelling in both the knees was updated to unlikely related. Text was amended accordingly.